Event description:
On (B)(6) 2012 during a program history review, a faulted diagnostic test was observed on (B)(6) 2009. This resulted in a change in settings. The patient's settings were not corrected until (B)(6) 2009. No adverse events have been reported as a result of this issue.

Manufacturer narrative:
Review of programming/device diagnostic history performed.